Event description:
It was reported by the pt's parent that the pt was no longer reacting to sound (approx 1 week since event date). Telemetry measurements carried out in jan 2003 showed 'poor coupling'. Possible cause of failure could be attributed to an accident december 2002, when the pt fell against the edge of a table.